Event description:
I've had essure since 2003. First noticed weight gain and hair falling out. Dr ran tests and I was only diagnosed with a severe vitamin d deficiency. A couple years ago I started having severe stomach pain. I had my gallbladder removed in 2012. The pain is still there. I've had very heavy periods this whole time. Last year in (B)(6) of 2013 I noticed I felt something metal when inserting a tampon. Then my boyfriend and I started to get intimate. He too felt it and was hurt. He could feel it too. It is very painful. Every doctor I've seen, 3 total is unable to feel it. But myself and boyfriend feels it to the point were being intimate is painful for us both and we rarely get intimate anymore. (B)(4).